Event description:
Pca pump disconnecting from brain intermittently and not alarming. Therefore, patient pressing button to receive medication and there is no medication dispensing. Writer assessed pump and ordered new pca. When attempting to retrieve patient history from pump for pca values, each value stated 0 (zero).